Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2025 - the complaint initiator replied that the procedure was completed successfully using an alternative to the arthrex tightrope for graft fixation. The surgeon is a regular user of the ar-1588rt-2j acl tightrope ii rt for acl reconstructions. In the past 6 months this is the second time a tightrope has broken whilst in the process of passing the graft / tightrope during the procedure. The previous incident was reported and confirmed as a faulty batch of this product and was to be removed from circulation.

Event description:
On 29th september 2025, it was reported by an arthrex employee via email that for an ar-1588rt-2j, tightrope® ii rt, with deploying suture, after preparing the acl graft using the device, they commenced passing the tightrope/graft into the joint and the femoral tunnel. The tightrope snapped prior to the button flipping on the femoral cortex distal to the rt button between the button and the graft stitching. After removing the graft from the knee - it appeared that the outer casing of the knotless mechanism had failed and snapped. This was detected during use in an acl reconstruction (graftlink) procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.